Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open lobectomy, the device was fired without loading the cartridge and the target tissue was not stapled at the 1st firing. Additional suture was performed to complete the case.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.